Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. An evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to wear.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the air pen drive device was corroded/rusted/pitted, had component damage, the device run in the locked position, had insufficient/low power, had fluid ingress and was leaking air. The device also failed pretests for general condition, check handpiece in ¿lock¿ mode, check general function with apd hand switch, check power with power test bench, check speed with tachometer, check for internal leak tightness and check for external leak tightness. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.